Event description:
Reporter alleged customer obtained blood glucose results of 150 mg/dl and 87 mg/dl when testing was performed back-to-back on the active s system. No symptoms were reported. Customer did not treat or act on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of ths suspect device and replacement product was sent.